Event description:
The affiliate reported the customer alleged false positive troponin I (access accutni) results, for multiple patients, involving the unicel dxi 800 access immunoassay system. Subsequent testing of the patient samples, on an alternate unicel dxi 800 system, recovered lower results within the normal reference interval. The customer reanalyzed the patient sample on the original instrument and continued to obtain false positive values. The erroneous results were released out of the laboratory. There was no report of patient consequence or change in patient treatment. The customer indicated system check was performed and washed coefficient of variation (cv) failed. Quality control (qc) was within specification prior to the event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) performed system verification activities and determined the wash carousel required replacement after the fse could not properly align the aspirate probes to the wash carousel. The fse replaced the wash carousel and was able to properly align the probes to the wash carousel. The fse also observed a cracked fitting on aspirate probe #1. The fse replaced the fitting and resolved the fail system check issue. The fse performed high sensitivity system check which passed within instrument specifications. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specification. Carousel. This medwatch report is related to MDR 2122870-2012-01815.